Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Reported to the FDA on 08/12/2015.

Event description:
The end user reported she has an internal fistula that allows food to pass along with her urine, but her pouch will not drain because the opening is too small for the food matter. She further reported that due to the backup, she developed a urinary tract infection. She sought treatment from her primary physician 2 weeks ago. Her urine was cultured during the office visit and she was prescribed cefixime 200 mg twice daily for 10 days. End user was advised to try high output pouch. Samples were sent provided; no further pt complications were reported.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. No previous investigations are available. After a detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.